Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified coronary artery. A 10mm x 2.50mm flextome cutting balloon was selected for use. During dilatation, it was noted that the balloon ruptured when pressure nearly increased to 6 atms and it was not able to inflate. The procedure was completed with a different device. No patient complications were reported and patient's status post-procedure was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure. The investigator was unable to inflate the balloon due to excessive solidified blood within the inflation lumen of the device. A microscopic examination of the device identified a pinhole on the balloon material located approximately at the proximal end of the balloon. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified coronary artery. A 10mm x 2.50mm flextome¿ cutting balloon¿ was selected for use. During dilatation, it was noted that the balloon ruptured when pressure nearly increased to 6 atms and it was not able to inflate. The procedure was completed with a different device. No patient complications were reported and patient's status post-procedure was good.